Manufacturer narrative:
Hw analysis: h3: the navigated tap, lot number: 111228, was returned to the manufacturer for analysis. The tap was found to have the tip broken off with no other issues noted. H6: codes b01, c07, and d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a navigated tap had broken during a case. The case was a laminectomy and thoracic fusion p5-p11. The portion that broke off was reportedly left inside the patient. The surgery continued. There was a surgical delay of less than one hour. There was no impact on patient outcome. Additional information received that the broken fragment was removed during the thoracic fusion. Product was used previously without any malfunction. The event was for levels t5-t11. It was reported that pre-operative diagnosis for the patient was spinal cord compression.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.